Event description:
It was reported that the lead was attempted to be implanted, however, the lead dislodged twice. After the first dislodgement, the physician repositioned the lead. After the second dislodgement, a new lead was used. The dislodgements were confirmed via fluoroscopy. No adverse patient effects were reported. It is unknown if the product will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Additionally, the lead passed the wire insertion test without issue. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the lead was attempted to be implanted, however, the lead dislodged twice. After the first dislodgement, the physician repositioned the lead. After the second dislodgement, a new lead was used. The dislodgements were confirmed via fluoroscopy. No adverse patient effects were reported. The lead was returned for analysis.